Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that while preparations were being made to extubate the patient, it was discovered that the patient had already self-extubated. The ventilator's patient circuit for delivering and exchanging gases to and from the patient still had the endotracheal tube attached but the ventilator was not alarming. Instead the ventilator was still functioning as if the patient was still intubated. There was no patient harm. (B)(4).